Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of postlaminectomy pain. It was reported that the patient¿s battery was not longer working as of spring 2017. The patient was attempting to find another doctor to have their ins replaced. The healthcare provider (hcp) did not know if the device was at normal end of life. The patient reported that the hcp that was supposed to explant the ins wouldn¿t do it because the patient is diabetic and they want the patient to get their a1c down first. The patient reported that their hcp told them that their ins could be corroding. The patient requested hcp listings. No further complications are anticipated.